Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad melted and partially detached, not completely detached as reported. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a laparoscopic hysterectomy after 5 min the white part of the blade broke and fell off. No harm to the patient. They did finish the procedure with another device. Nothing further to report. One device returning.